Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room due to a non-sustained ventricular oversensing alert. The notification was caused by post paced t wave oversensing. The patient did not receive any inappropriate shock as a result of the oversensing. Programming changes were recommended, however, the patient was discharged from the ER and asked to follow up with his cardiology clinic. The patient was reported to be in stable condition.